Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed. The cortrak was not returned for evaluation however the tracings received clearly indicate that the placement was not a typical gi placement and does represent a left lung placement. The feeding tube and stylet were returned and tested using a cortrak device. All specifications were met. It appears the clinician did not react to the info provided by the cortrak unit while placing the feeding tube.

Event description:
Event description: while placing a feeding tube using a cortrak enteral access system device, a left lung placement resulting in pneumothorax occurred and a chest tube placed. Pt's breathing status improved after the chest tube was placed.